Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported swollen battery event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the battery in their controller was swollen, damaging the screen in the process. The controller will not power up.